Event description:
It was reported that the patient ¿now is all spastic¿ and was being monitored with other medications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was removed due to infection. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).